Event description:
Retained foreign body later identified as the clear cap from a bovie cautery unit which apparently had been used in a previous abdominal surgery performed several months ago. Patient later complained of increasing abdominal pain about a month ago, was admitted, and foreign body in abdomen identified on xray. Pt taken to surgery for exploratory lap where clear object was identified and removed, sent to pathology, and later identified as the clear cap from bovie unit. Seroma around the object had developed and was drained.======================health professional's impression======================the cap on the bovie unit is clear and can thus be more easily lost or not seen on the sterile surgical field. Not all bovie cautery devices reportedly have such caps. From a product manufacturing standpoint, it is recommended that such caps if used be changed from clear to colored and that they be radiolucent for easier identification.